Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during plastic surgery, the device had no tension in knot. The patient status was unknown.